Event description:
It was reported by service report that the zoom handle cover was broken and sharp edges were reported. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Zoom handle cover.